Event description:
Quick story. A (B)(6) medical student ordered a ctc on me and perforated my colon. Ctc also known as "virtual colonoscopy" the ctc was done right after a regular colonoscopy, with biopsies taken on (B)(6) 2006 which weakened my colon wall. Regular colonoscopy is done with a scope that goes up the rectum and samples taken. This procedure is done in the g.I lab. The samples from the colonoscopy were sent to the (B)(6) for the first pathology exam. Result was u.c not cancer. Ctc is where they pump your colon full of air and take pictures of your colon. Due to risk of perforation, this procedure was very contraindicated in my situation. Ctc is done in the radiology lab. I am a lvn and my mom and sisters are rn's, their husbands are md's, I am quite sure had they been consulted about the ctc, they would have given their opinion. I was too drugged from colonoscopy to understand if they were trying to tell me about ctc. This caused my stomach to blow up like a beach ball and caused the perforation of my colon. They did a kub on me because of abdominal pain the next day. They specifically suspected perforation from the ctc. The kub impression was "distended colon." They left me that way for one week. Nothing but pain meds. The distended colon was not there before the ctc. Without decompression, perforation will happen. And it did. After one week, the (B)(6) doctors heard about my case and immediately ordered another x-ray. It revealed large amounts of free air and liquid in my abdomen. I was still alive. Immediate surgery from (B)(6). They knew what to do. My abdomen was tented. Burst like a balloon after initial incision. Second pathology sent to (B)(6). Results were perforated bowel and rotting colon. Later one operating room nurse said she never saw anything like it. After 2 surgeries for wash out. Parents told 25% chance of living. On respirator for another week. Results so far, peritonitis, lost my whole colon, and ended up with an ileostomy, which had to be revised because of a leak back into the peritoneum. The second ileostomy my intestines ended coming out of my stomach about 6 inches. But it worked. So they left it alone until my body healed as best it could. But it did not heal. I still had a hole in my bowel. It formed an abscess in my stomach. The (B)(6) cleaned it out as best they could. But they did not have the facilities to completely clean it out. So I was referred to (B)(6). They were able to close the hole in my bowel. I must say that the doctors and nurses at (B)(6) did a very good job keeping me alive. Drains were put into my abscessed area. Numerous visits to (B)(6) for drain positioning. Finally the abscess was drained. Then my small bowel was hooked up to my rectum. Plastic surgeons were able to remove large scar material and reconnect the abdominal muscles as best they could. The va stated that they did not need me to sign a consent for a ctc. However, the (B)(6) asked the opcs for guidance to allow ctc to be done on the va general population. This was in (B)(6) of 2007, six months after they did this to me. Dr (B)(6), head of the (B)(6), states in (B)(6) 2007, that ctc is still in the research phase. Was I considered research or general population? The problem I am having now is the (B)(6) classified me as unemployable, even at the (B)(6). Old job would not take me back because I could not pass the physical. Prison nurse. I have numerous physical problems, chronic abdominal pain, multiple abdominal hernias, chronic diarrhea, sometimes uncontrollable. Very large amount of psychological problems. They keep refusing my disability. The ig has been no help. Diagnosis or reason for use: active uc/colon cancer?